Event description:
Underdelivery reported. The pump was programmed to infuse 167.0ml 5fu at 10.0ml/hr. The 5fu bag was changed daily at the chemo suite. It was reported that upon presenting for a bag change, the pump's display read "160.0ml infused", but approx 126.0ml remained in the bag. The physician was notified and orders to increase the rate to 220.0ml/hr in order to complete the infusion were rendered. The pt tolerated the increased rate well. The infusion completed without difficulty. The pump was replaced and therapy continued without further reported event. Though requested, there was no additional info available.